Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the fungal peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. On unreported dates, the patient's pd catheter was removed, pd therapy was discontinued, and the patient was transferred to hemodialysis. On an unknown date three months after the event onset, the patient was discharged from the hospital and was recovered from the fungal peritonitis event. No additional information is available.